Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace. There were no patient complications reported.

Manufacturer narrative:
The device has not been returned for evaluation.

Manufacturer narrative:
Customer report was confirmed. Distal electrode exhibited an open condition. Proximal electrode was continuous. Continuety testing indicated that distal electrode leadwire had open condition inside y-adaptor. No visible damage to catheter body.